Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that the syringe was difficult to connect to needle and leakage occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the customer could not screw the needle onto the syringe, so she would force them together, then when she would go to push the insulin out, the insulin would ¿bubble out¿ as if there was a crack in the supplies. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step item number. 3 ml syringe ¿ 309657. 26 g, 3/8¿ needle ¿ 305110. Product lot number: n.a. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.